Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized due to multiple shocks. Device interrogation issues were also noted. Since there was concern the shock therapy was inappropriate, the patient's device was deactivated, and a revision procedure was tentatively scheduled for later in the week. In the meantime, a request was made to have data from the device analyzed. Engineering reviewed the case and noted the situation appeared resolved with the most recent activity from the device. Per engineering, there is no indication for invasive intervention, and normal device follow-up is recommended as the most recent presenting s-ECG (electrocardiogram) shows normal device operation with appropriate sensing and detection. At this time, there is no evidence to suggest intervention has been performed, and the health care professional (hcp) has been asked to inquire if the patient was exposed to any type of radiation or frequent airline flights or such. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized due to multiple shocks. Device interrogation issues were also noted. Since there was concern the shock therapy was inappropriate, the patient's device was deactivated, and a revision procedure was tentatively scheduled for later in the week. In the meantime, a request was made to have data from the device analyzed. Engineering reviewed the case and noted the situation appeared resolved with the most recent activity from the device. Per engineering, there is no indication for invasive intervention, and normal device follow-up is recommended as the most recent presenting s-ECG (electrocardiogram) shows normal device operation with appropriate sensing and detection. At this time, there is no evidence to suggest intervention has been performed, and the health care professional (hcp) has been asked to inquire if the patient was exposed to any type of radiation or frequent airline flights or such. No additional adverse patient effects were reported. Additional information received indicates the patient insisted on a revision procedure, and this s-ICD was explanted and replaced. Besides intervention, no other adverse patient effects were reported. Of note, it was also reported by the field that the patient was working with a hand blender in the kitchen during the first two shocks they received. There was no radiation exposure in the last months. Device return is expected.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized due to multiple shocks. Device interrogation issues were also noted. Since there was concern the shock therapy was inappropriate, the patient's device was deactivated, and a revision procedure was tentatively scheduled for later in the week. In the meantime, a request was made to have data from the device analyzed. Engineering reviewed the case and noted the situation appeared resolved with the most recent activity from the device. Per engineering, there is no indication for invasive intervention, and normal device follow-up is recommended as the most recent presenting s-ECG (electrocardiogram) shows normal device operation with appropriate sensing and detection. At this time, there is no evidence to suggest intervention has been performed, and the health care professional (hcp) has been asked to inquire if the patient was exposed to any type of radiation or frequent airline flights or such. No additional adverse patient effects were reported. Additional information received indicates the patient insisted on a revision procedure, and this s-ICD was explanted and replaced. Besides intervention, no other adverse patient effects were reported. Of note, it was also reported by the field that the patient was working with a hand blender in the kitchen during the first two shocks they received. There was no radiation exposure in the last months.